Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2 and h11. Additional information: intuitive surgical, inc. (Isi) did not receive the sureform 60 green reload to perform failure analysis (fa). Isi received the sureform 60 stapler instrument for fa evaluation. The stapler instrument was installed and operated on the in-house system with a cannula seal and in-house drape. It successfully completed multiple cycles of initialization, recognition, and engagement tests. The stapler instrument demonstrated intuitive movement with a full range of motion, and the jaws operated normally, opening and closing as expected. Clamping, firing, and unclamping operations were all performed successfully. The stapler instrument was fired twice in succession using a sureform 60 black reload, with no issues observed. Visual inspection revealed no damage, and system log review indicated no errors related to the stapler instrument. No problems were detected.

Event description:
It was reported that, during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, tissue slipped out of the jaws of the sureform 60 stapler instrument equipped with a sureform 60 green reload during the fourth firing in the abdominal region, resulting in an incomplete staple line. The stapler instrument had been thoroughly inspected prior to use and showed no signs of damage or abnormalities. Selection of the green stapler reload was appropriate for the tissue being stapled. The incident occurred after the stapler reload was engaged and the tissue was clamped. During the firing process, the tissue was pushed forward and slipped from the jaws, resulting in unspecified fragments falling inside the patient. All fragments were successfully retrieved. It is unclear if the fragments were in reference to loose staples. No tissue bunching occurred, no error messages were generated, and there were no issues with clamping; nor was the stapler instrument fired over an existing staple line. There was no bleeding or need for additional tissue removal. The issue was resolved by replacing the stapler reload and completing the firing using the same stapler instrument. The procedure was successfully completed robotically, and there is no concern regarding this event causing any long-term complications for the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument was installed on the system seven times and successfully fired seven sureform 60 reloads (6 green, followed by 1 blue). On each install, all clamp attempts were successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs. A review of an image provided by the customer shows an attempted staple line (presumably created using a green stapler reload fire as discussed in the reported complaint,) with malformed staples deposited along the target tissue. There is blood gathered near the staple line and oozing at the staple line where staples are deposited. The staple formation here and what was provided in the complaint details, matches an event of tissue being pushed and not properly stapled or cut.